Event description:
Awareness date (B)(6) 2009. A (B)(6) female patient, treated at previous facility with a craniectomy using a bone graft. While healing from bone graft, scalp opened up near graft site. Graft was removed and pt was allowed time to heal. On (B)(6) 2008, pt had custom implant placed. Several months later scalp opened at incision site. On (B)(6) 2008, custom implant was removed, culture for infection was negative. In future physician plans to use tissue expanders to allow enough tissue for scalp to heal.

Manufacturer narrative:
Product is not available to stryker for investigation. It was explanted and discarded by facility. Although we don't have access to the device, an investigation will take place and be included a follow up report.